Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during competitor device changeout, measurements through the analyzer were 3.5v @ .5ms and 8v @ 1.5ms through the new device. Capture in bipolar was attempted also. The competitor lead was replaced, and the new device remains in use. No patient complications were reported as a result of this event.